Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the carelink software and trying to download the java program. Assisted customer with downloading the program. The customer was able to upload onto carelink successfully. The customer's blood glucose was 46 mg/dl. The customer treated herself with juice. Nothing further reported.